Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for eval, thus a complete product investigation could not be conducted. A review of the device history record for this serial number indicates that the unit was released meeting all MFR specifications. If add'l info pertinent to this incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the day after an appendectomy procedure in which the generator was used, it was discovered that the pt had rec'd a burn to the left side of her buttocks. The burn was described as inflammation with blistering, and was treated with ointment prescribed by a dermatologist. The site indicated that in preparation for the appendectomy, the pt's abdomen had been disinfected with a 7.5% povidone-iodine solution. Add'l questions have been asked of the site.